Event description:
It was reported in the article found in the literature- "recovery" vena cava filter: experience in 96 patients, that the arm of the filter had acutely bent in 2 patients and the arms were attached to the main device, but were protruding into the aorto-caval space. The patients were asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The filter was not returned for evaluation. It is unknown if patient or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown. The information for use of this device states: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.